Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use in morbidly obese patient. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, following the procedure the patient experienced a retroperitoneal bleed. The patient had an international normalized ratio (inr) of 1.9. Anticoagulant therapy was stopped and the patient was treated with blood transfusions, vitamin k, and fluids. There were no reported adverse patient sequelae. Though requested, no additional information was provided.